Manufacturer narrative:
Product analysis: it was determined on analysis that the external pulse generator (epg)tested out of specification due to the patient connectors being broken. It was also noted that the epg booted up with an error code. Incoming tests could not be performed. The hanger assembly was worn. The patient connector nut was damaged. Errors were identified in the log files. The seal assembly was worn. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) which was returned for service subsequently tested out of specification during manufacturer's assessment. No patient complications have been reported as a result of this event.